Event description:
The manufacturer received info alleging a ventilator was alarming and failed to charge its internal battery. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board were replaced to address the issue.